Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead dislodged and the lead exhibited low impedance and an insulation breach. The lead was capped and replaced. No patient complications have been reported as a result of this event.